Event description:
Information received indicates the patient became entrapped in zone 1.

Manufacturer narrative:
The technician investigated and found no problems with the bed. The bed did not have hbsw kits or z-inserts installed.